Event description:
Connection between tubing & syringe broke while attached to patient.

Manufacturer narrative:
Evaluation results: customer report was confirmed. Rec'd (1) single dpt - vamp plus kit. Tubing was completely detached from solvent bond joint with vamp reservoir. Indication of bonding solvent was present on a small area of tubing bonding surface. Tubing o.d. Was measured .141" near the point of detachment. Spec. Is .141"+/-.002" per drawing (rev. Ad). It appeared that inadequate solvent did not sufficiently secure the bond joint.